Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had turned the stimulation off a while ago as it wasn't helping anymore. The patient mentioned that they had moved and their programmer was packed away somewhere so they decided to have the device removed. They also reported that they never had a follow up appointment and that their healthcare professional (hcp) was too far away. The patient was redirected to their hcp for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported the interstim was initially working and then "it was absolutely no stop button for my pee to come out, it just comes out whenever it wants.". The patient indicated she previously would feel stimulation sensation every once in a while, but that gradually went away over time. She also had urinary urgency and sometimes did not make it to the bathroom in time. She stated that she contacted her managing physician office and they told her to shut it off because it was not working right, and she was back to baseline problems. The patient had tried making adjustments to amplitude and programs before calling but that did not resolve. She confirmed she was able to increase and decrease but did not make a difference. The patient mentioned that she has had instances where the handles on doors have slammed on her ins site, so she was not sure if that caused damage or not. No further complications were reported or are anticipated.